Event description:
On 10th march 2025, it was reported by an arthrex employee via email that for an ar-1320bcnf, suture anchor, micro biocomposite suturetak® 2.4 x 6.5 mm with 2-0 fiber wire® with two taper point needles's anchor broke off during insertion. This was discovered during a repairing of anterior talofibular ligament injury of ankle joint surgery on (B)(6) 2025. The case was completed successfully by using a new ar-1320bcnf. There was no patient harm and no secondary procedures needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1320bcnf, batch 15251834, was received for investigation. - visual evaluation noted that the needle and anchor were received for investigation. Both components had damage along them. - functional testing was not performed due to damage to the device. The most likely cause of the reported failure is misaligned insertion, which involves prying/leveraging the device during insertion. - the complaint allegation is confirmed. - refer to investigation photos.